Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a nurse wanted to know if there was any conflict with a patient using an insulin sensor and a spinal stimulator. No blood glucose readings were available at the time of reporting. She was advised of the information available in the user guide, and was further advised to contact the manufacturer of the spinal stimulator. No equipment was returned. No additional information was reported.